Event description:
It was reported the patient underwent valve replacement in 2007, to replace his native aortic valve. The surgeon implanted the sjm valve using non-everting vertical mattress sutures with sub-annular pledgets. The patient became symptomatic and an echo was performed, which revealed stenosis. During the explant procedure, the surgeon found deposits of fibrin on the three leaflets. The deposits allowed only an opening in the central part of the valve, causing the stenosis. The valve was replaced with another manufacturer's valve. The patient is reported to be doing well.